Event description:
It was reported by service report that the scale display at footboard reads "zero" even with weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power board.